Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent had been fully deployed and was not returned for analysis. A visual and tactile examination of the shaft of the device noted slight kinks along its length. A severe kink was noted at approximately 90mm proximal to the distal end of the outer sheath. Functionally, there was no issues with the movement of the outer sheath. Additionally, no anomalies were noted with the stent cup and holder. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Although the stent was not returned, the evaluation confirmed that the shaft was severely kinked. Based on the evaluation conducted and the details of the complaint, it is probable that the difficulties encountered in deploying the stent were most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement on (B)(6), 2011. According to the complainant, the patient's anatomy was not tortuous nor had it been previously dilated; however, it was noted that the patient has pancreatic cancer. During the ercp procedure, the physician advanced the biliary wallstent through the duodenoscope and into the patient's bile duct. Once the stent reached the proper position, the physician attempted to pull back on the distal handle to release the stent. The physician felt resistance when he started to release the stent; therefore, he tried to reconstrain the stent but it would not move. An x-ray of the device showed that the distal end was partially deployed. The physician made a second attempt to release the stent. With some force, the stent finally released in the target anatomy and successfully completed the procedure. Upon removal of the device from the patient, it was noticed that the delivery system appeared kinked. There were no patient complications as a result of this event. The patient was reported to be in stable condition at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement on (B)(6) 2011. According to the complainant, the patient's anatomy was not tortuous nor had it been previously dilated; however, it was noted that the patient has pancreatic cancer. During the ercp procedure, the physician advanced the biliary wallstent through the duodenoscope and into the patient's bile duct. Once the stent reached the proper position, the physician attempted to pull back on the distal handle to release the stent. The physician felt resistance when he started to release the stent; therefore, he tried to reconstrain the stent but it would not move. An x-ray of the device showed that the distal end was partially deployed. The physician made a second attempt to release the stent. With some force, the stent finally released in the target anatomy and successfully completed the procedure. Upon removal of the device from the patient, it was noticed that the delivery system appeared kinked. There were no patient complications as a result of this event. The patient was reported to be in stable condition at the conclusion of the procedure.